Event description:
The hosp did not have any problems placing the feeding tube. However when they went to check the placement they noticed a laceration int he patients esophagus. It is unk what caused the laceration.

Manufacturer narrative:
A complaint history review showed no other product complaints of similar nature. The product is being returned to the manufacturer for product evaluation.